Event description:
Morcellator used for procedure. At end of procedure the disposable morcellating device that fits onto the gynecare driver appeared to have leaked oil all over the glove of the scrub tech that was holding the device. There was no spillage into the patient, but the glove was covered with what appeared to be black grease. All other devices of the same lot number were pulled from the shelves.